Event description:
It was reported that the patient fell down a flight of stairs and subsequently the system was unable to deliver stimulation to the appropriate area. The lead was replaced and would not be returned as the customer discarded it. It was unknown if any diagnostic testing or troubleshooting was performed, unknown if the issue was resolved, and unknown if the cause of the issue was determined. The patient status at the time of the report was alive with no injury. The patient was getting a more than 50 percent reduction of symptoms. The manufacturer representative and the health care provider¿s (hcp¿s) office had not seen the patient postoperatively. The manufacturer representative would send a message as soon as they heard from the office that the patient was seen and was doing well.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0mr7x, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).